Manufacturer narrative:
A ge rep evaluated the system and replaced the skin spacer and printer. System operates as intended. This MDR is related to ge healthcare complaint.

Event description:
Customer reported the skin spacer is missing and the printer is not working. No pt injury was reported.